Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
The pt was being treated for a 16.4 x 15.4 previously stented aneurysm in the right mca. The penumbra catheter 400 tracked to the mca but would not go through the solitaire stent already in place. A diner CT was performed and revealed that the solitaire stent was not fully opened and therefore, passage through with the penumbra catheter 400 was not possible. The physician decided to attempt to place the coil into the aneurysm with the tip of the catheter at the struts of the stent. The added pressure of the stent struts on the catheter and the coil caused the coil to prematurely detach. The physician managed to push the coil into the aneurysm. Then he attempted to insert another coil but decided to ere on the side of caution and stop.